Event description:
A customer reported that the knife pack was found to be smaller than normal, and surgeon had to enlarge the incision to insert the lens cartridge during cataract surgery with intraocular lens implantation. The procedure was completed with new blade. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The sample was not received at the investigating site for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Follow up attempts were made to obtain the sample from the customer. A review of the reported pak's bill of materials (bom) shows the suspect product is smxmsl24ns - knife,slit,2.4 mm, 45 deg angle. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).